Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, and infection, extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The insertion site is swollen and around the needle insertion site skin tearing has appeared in what could have been a blister. The skin around the needle insertion site also has torn, but to a lesser degree. A possible bruise is visible on the outside of the adhesive perimeter, but the reason for this bruise could not be confirmed. The skin reaction was treated with a prescription of unspecified oral antibiotics. At the time of the report the patient was doing good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).